Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
A lawsuit alleged that the device was removed due to "corrosion" of the unit and resulting infection at the site of the ventricular lead, also requiring removal and replacement of the lead. The lawsuit also alleged that as a result, the patient has sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages. No patient complications have been reported as a result of this event.

Event description:
A lawsuit alleged that the device was removed due to "corrosion" of the unit and resulting infection at the site of the ventricular lead, also requiring removal and replacement of the lead. The lawsuit also alleged that as a result, the patient has sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages. No patient complications have been reported as a result of this event. Additional information was received and a lawsuit alleged that the lead was fractured. The lead was removed. No further details were provided.